Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, post-paced t wave oversensing on the ventricular channel was observed via real-time egm. Patient was asymptomatic. Programming changes were made and resolved the oversensing. Patient condition is good.